Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings. On investigation, the pump powered up to a dim verify screen with reddish text. The audio bolus button cover was missing from the pump and the button function could not be tested. The auditory and vibratory features were operational. No defects were found with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on 11/02/2015.